Event description:
It was reported that the patient received inappropriate atp and hv therapy due to post-sensed t-wave oversensing while exercising at the gym. Decreased r-wave amplitudes were noted. The oversensing was reproduced during a treadmill test. Myopotential oversensing was also noted, and physician suspected a micro-perforation. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed, and the lead was found to be within specification.